Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23 mm aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to severe calcification and immobile leaflets. A non-edwards transcatheter valve was implanted. Per rep the patient was in ICU and reported to have av vmax 4.55 m/s, av vmean 3.53 m/s, av maxpg 82.87 mmhg, av mean pg 53.16 mmhg, av env.ti 260 ms, av vti 91.8 cm. The patient presented with angina and cardiac arrest. The patient was put on ECMO prior to valve-in-valve procedure.

Event description:
It was reported that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to calcification, immobile leaflets, early degeneration, and moderate regurgitation. A non-edwards transcatheter valve was implanted. Per the medical records: the patient presented with progressive sob and chest pain over the past 3 months, a tee showed severe as with pg 107mmhg. He was transferred to a higher level of care ((B)(6) 2022) and upon arrival was in st with rbbb , and unstable angina. The patient was taken urgently to the cath lab, 80% distal diagonal lesion beyond svg not culprit lesion, lvef 55%. In a fib at time of heart cath and placed on IV heparin. The patient suffered an in-hospital arrest requiring CPR and emergent va ECMO cannulation and support. The patient recovered neurologically. Pre operative indications inclusive of cardiogenic shock requiring va ECMO, severe aortic stenosis, severe pvd and cad. The pre tavr tee showed severe as with mildly calcified leaflets with severe biventricular function, specifically ef of 20-25% on the right. The patient underwent an emergent salvage tavr procedure with a 26mm non-edwards valve. The va ECMO was decannulated at the end of the procedure given concern for r lower extremity ischemia.

Manufacturer narrative:
The most likely cause is patient factors, including cad and hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.